Event description:
As reported, during a hernia repair procedure, the capsure fixation device was used to fixate the mesh. It was reported that the first fastener successfully fixated to the symphysis and bone, the second fastener fell out when firing, the third and fourth fasteners failed to fixate the mesh to the peritoneum. It was also reported that all loose fasteners were removed from the abdomen and the procedure was successfully completed with another capsure device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh to the peritoneum and a fastener fell out from the device after fixating into bone. Fixating into bone is a use error (not an indicated use) and could result in performance issues presenting is use of the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh to the peritoneum and a fastener fell out from the device after fixating into bone. Fixating into bone is a use error (not an indicated use) and could result in performance issues presenting is use of the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. During functional testing, the returned sample deployed two fasteners at once and deployed proud fasteners. Evaluation found the returned capsure to exhibit synchronization issues, which may result in the reported condition regarding multiple and proud fastener deployment. There are no missing nor damage components. While a definitive root cause could not be determined the most probable cause may be the result of attempted deployment into bone. To date, this is the only complaint for the reported lot of 770 units released for distribution in november 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is compressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the capsure¿ fastener." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia repair procedure, the capsure fixation device was used to fixate the mesh. It was reported that the first fastener successfully fixated to the symphysis and bone, the second fastener fell out when firing, the third and fourth fasteners failed to fixate the mesh to the peritoneum. It was also reported that all loose fasteners were removed from the abdomen and the procedure was successfully completed with another capsure device. There was no patient injury.